Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulties were encountered. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured and the balloon became stuck into the unstented vein while pulling the device out. Eventually, the balloon came out and the catheter was noted to be stretched. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device was received severely stretched down onto a 0.04 inch size guidewire. An examination of the shaft found a break in the shaft. The break location measured 146 cm from the tip. However, it is noted that the shaft is severely stretched at various locations along its length. The proximal section of the break, including the hub was not returned for analysis. An examination of the balloon material identified a longitudinal tear along the main length of the balloon. The tear stretched from the proximal to the distal transition zone measuring approximately 6cm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulties were encountered. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured and the balloon became stuck into the unstented vein while pulling the device out. Eventually, the balloon came out and the catheter was noted to be stretched. No patient complications were reported.